Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with bleeding lcd glass, cracked reservoir tube lip, and scratched screen.

Event description:
It was reported that the customer's insulin pump alarmed during prime/rewind. The blood glucose reading was 180mg/dl. Troubleshooting was performed, and the mother was unsure if the drive support cap was sticking out. The caller state that the customer was disconnected, but he was not at home and has the device with him. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.